Event description:
The customer reported that their central nurse's station (cns) not booting into the application. They also found that the switch where the cns connects is not getting any power, and that the system light is turned on for the cisco switch. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) not booting into the application. They also found that the switch where the cns connects is not getting any power, and that the system light is turned on for the cisco switch. No harm or injury was reported.